Event description:
The customer reported that an error code "extended fiber life" message occurred, then a flashing of light which caused the fiber to fail at 112,215 joules. A second fiber was used, with the same error message at 20,754 joules. The fiber condition would likely result in activation of the systems fiberlife function, which would modulate the output, decreasing tissue vaporization efficiency and or send the system to standby mode. The failures associated with the fibers involved in the procedure are not considered reportable events. However, because the fiber malfunctions led to the case being cancelled, this event is being reported as intervention due to the likelihood that the patient maybe rescheduled for an additional procedure.